Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event on (B)(6) 2026 in which they were unable to pull back on the infusion set to cock it back into place for insertion. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.